Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Result in memory showed 49 ml/dl. Caller states normal range is 85-105 mg/dl. No adverse event reported.